Manufacturer narrative:
Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported to philips that the defibrillator was used to rescue a myocardial infarction patient. It was reported that after charging the defibrillator, pressing the release key of the defibrillator handle, but the release key could not automatically spring back and could not be used again, delaying the rescue of the patient. It was reported that the customer continued to rescue the patient after using another standby machine. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Remote support from the customer care solution center was received, where the customer informed the remote service engineer (rse) that the rubber button problem had been handled. However, no further details were given as to how it was handled. Multiple attempts were made to request information regarding resolution of the reported problem; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.